Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touch screen became shattered and responsive after the customer fell on the pump. In addition, it was reported that an unspecified malfunction occurred. The customer's blood glucose level was 140 mg/dl. Customer reverted to manual injections for insulin therapy.